Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative noted that a review of the system¿s event log shows that the intraocular pressure (iop) value was elevated for a period due after the touchscreen had been activated to do so. The company representative checked the touchscreen functionality to ensure it was also functioning as intended. The system was tested and found to meet product specifications. The system was manufactured on march 11, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the intraocular pressure (iop) rose briefly to nearly 90 mm hg. The procedure was completed with no harm to the patient.